Manufacturer narrative:
(B)(4). Additional information: the device was received and an evaluation was completed. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A high drain alarm was noted in the log. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and nothing was found that could have caused or contributed to the reported problem. A short simulated therapy was successfully performed. Upon conclusion of the investigation, the cause of the reported issue was determined to be false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. The homechoice apd systems trainer's guide warns that "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Event description:
It was reported that a homechoice device experienced a high drain 104 (night drain #4) alarm. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. It was reported that the patient¿s cycle 4 ultrafiltration volume was 2088 ml and their fill volume was 2000 ml. There was no patient injury or medical intervention associated with this event. No additional information is available.